Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and screen read upstream occlusion. They instructed patient to silence alarm. They were told to also trace tubing between medication reservoir and pump to ensure no kinks were present in the tubing, clamps were open and sliding and medication spike was fully inserted into medication reservoir. After checking those areas, screen read stopped. They reviewed pump settings and pump restarted. Screen read run. The patient remained on the line for reservoir volume to decrease and the alarm still returned. There was patient involvement and no patient harm/adverse event reported.